Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative assisted the hp with troubleshooting. The hp stated there was air in the patient line. The tsr assisted the hp with ending therapy. The hp would restart with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation. The source of the air bubbles was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.